Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mom that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer was trying to turn on the pump when it made squeaking noise and the pump wouldn't turn back on. Customer's mom was advised to call the helpline so that the issue can be properly documented and assisted. Nothing will be returned for analysis.